Manufacturer narrative:
The reported reamer shaft was discarded by the hospital. Thus, no device evaluation is possible. A review of the device history record for the reported lot revealed no discrepancies. Event description suggests that most likely the user is not aware of meaning and intended use of the grommets. The plastic grommet at the dove-tail tip of the reamer shaft belongs to the design and serves for keeping the reamer head in place until the guide wire is led through the reamer shaft. If desired, grommets could be removed/exchanged using the grommet inserter/extractor (B)(4). During assembly of reamer shaft and reamer head some resistance is felt due to the grommet, which is intended and ensures a secure fit of the reamer head (in order to avoid disconnection before insertion over the guide wire). The event was not caused by any deficiency of the device.

Event description:
It was reported that "the box was opened, this was a brand new sterile instrument (one time use item). The instrument was passed over to the sterile field, by the circulating nurse, and when they tried to put the reamer head on power, and slide it on to the end of the trinkel, it did not go. Upon closer inspection, they saw a plastic piece that was preventing the head of the reamer to attach." There was no adverse consequences to the patient.